Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-dec-2022 to 01- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not detected on the bus in main drawer 4.2. The field service engineer reseated the row board cable, removed all debris and replaced the row d tray to resolve the issue. He also removed two pills which were found jammed in between the trays. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.2 failed to open the cubies and cubies were not detected on the communication bus. The machine was restarted; however, the drawer continued to malfunction. This incident did not cause any delays in patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had cubies that were not detected on the bus in main drawer 4.2. A field service engineer reseated the row board cable, replaced the row d tray and cleared a jam in the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, main drawer 4.2 failed to open cubies and was not detected on the bus, which hindered the users ability to retrieve medication for a patient. The machine was restarted; however, the drawer continued to malfunction. This incident did not cause any delays in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.